Manufacturer narrative:
The reported event of a torn leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25mm trifecta gt valve was implanted. A leaflet tear was observed and a valve in valve was performed on (B)(6) 2019. The patient status is unknown. Additional information was requested but cannot be provided.